Manufacturer narrative:
This report is submitted on may 12, 2017.

Event description:
Per the clinic, the patient experienced skin irritation at implant site; subsequently, the patient was treated with a topical steroid (date and duration not reported).